Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately calcified mid left anterior descending artery (mlad). After performing rotational atherectomy using a 1.5mm rota burr, a 2.75mm x 15mm nc emerge balloon catheter was advanced for dilatation. However upon the first inflation at 15 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc emerge balloon catheter. The balloon was loosely folded. The distal tip, balloon, markerbands proximal bond were microscopically inspected. Inspection revealed a circumferential burst, 1.5mm across. Microscopic inspection found the remainder of the device free of damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. There is no indication the device was inflated over rated burst pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately calcified mid left anterior descending artery (mlad). After performing rotational atherectomy using a 1.5mm rota burr, a 2.75mm x 15mm nc emerge balloon catheter was advanced for dilatation. However upon the first inflation at 15 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.